Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had bradycardia which the healthcare provider (hcp) felt may have been related to the medication, morphine. The pump delivered morphine 25mg/ml at 2.883mg/day. The patient was being weaned off of the morphine in efforts to determine if the event was due to the morphine before implanting a cardiac device. The hcp stated that it was too difficult for the patient to travel with the pump. A pump and catheter explant was anticipated but not yet performed. No patient injury was reported at the time of the report. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).